Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the operator felt resistance during the injection of the liquid medication. This occurred during priming.

Manufacturer narrative:
One device was received for analysis with complaint that the operator felt resistance during the injection of the liquid medication. As received, there were no damages or anomalies observed. Functional testing found that difficulty in filling was experienced, and the cassette could not be successfully filled. The cassette bag and attached tubing were isolated and removed from the casing to locate the occlusion site. After cutting the tubing down the line, a partial occlusion was observed at the tubing junction at the inlet of the top cassette housing. A solvent membrane was observed within the occluded tubing. The complaint of an occlusion can be confirmed. The probable cause is due to excess solvent application at the tubing junction during manufacturing.